Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated an issue with the sensing function. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold and change in sensed wave, resulting from a confirmed dislodgement. In addition, the patient complained of palpitation and discomfort in the chest. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.